Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.5x15 otw mini trek and 2.5x15 otw trek are being filed under separated medwatch reports. Evaluation summary: analysis of the returned product noted blood visible on the shaft and contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation and the balloon inflated inside of the patient anatomy. There was no damage noted to the balloon catheter. A non-abbott guide wire was returned with blood and contrast on the coils and core. There were two bends in the core 11.5 cm and 12 cm proximal to the tip ball. A full length mandrel was used to measure the inner diameter of the inner member and the mandrel was advanced through the entire length of the guide wire lumen without resistance noted. The returned guide wire was advanced through the balloon catheter first with the balloon catheter straight then looped and there was no resistance noted. The non-abbott guide wire was inserted in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure of 14atms to check the guide wire movement. While pressurized, the guide wire was not able to move and strong resistance was felt. The guide wire lumen was collapsed 1 mm proximal to the distal balloon marker, for a length of 3.5 cm. Negative pressure was pulled and the guide wire was removed from the returned balloon catheter without resistance noted. Inner member collapse can be a result of incorrect preparation for use or high pressure/multiple inflations, and as the guide wire lumen was noted to be not collapsed after pressurization, there is no indication of a product quality deficiency. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A conclusive cause for the reported difficulties could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.

Event description:
It was reported that during the procedure in the heavily calcified right coronary artery, a .014 non-abbott guide wire was advanced. Pre-dilatation was performed using a 1.5 x 15 otw mini trek dilatation catheter (3 inflations @ 14 atms), 2.25 x 15 otw trek dilatation catheter, (5 inflations @ 14atms) and 2.5 x 15 otw trek dilatation catheter (2 inflations @ 14 atms). All dilatation catheters delivered smoothly; however, during withdrawal of each catheter post inflation, pinching was felt on the guide wire causing the physician to slightly lose position. Reportedly, it was a significant challenge to remove each catheter from the guide wire. There was no significant delay in the procedure and there was no adverse patient effect. Though requested, no additional information was provided.